Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tubing of three (3) clearlink system y-type blood/solution sets appeared broken. The "break occurred at the bottom of the blood chamber". The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One (1) device was received for evaluation. Visual inspection was performed and the sample was received full of blood suggesting a broken component may have occurred. Due to the set being contaminated with blood, further functional testing could not be performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.